Manufacturer narrative:
The lot number is unk. No analysis or conclusions can be drawn without the device or the lot number. Return of the tracheostomy tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant info, a follow-up report will be submitted.

Event description:
The caller reported that the customer had a pt with an 8.5 size sealguard endotracheal tube that experienced a leak. The tube was removed and the pt was re intubated with another 8.5 sealguard endotracheal tube.